Manufacturer narrative:
5/13/97-supplemental report #1 submitted to FDA. Corrected evaluation code entered in h6. Please disregard previous result codes submitted in initial report dated 2/6/97 and replace with result code 209.

Event description:
The device was used for duodenum closure. Reportedly, the device did not fire any staples. The surgeon applied suture to complete the procedure. The hosp has reported that no pt injury occurred.